Event description:
It was reported that a malfunction occurred, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue to use the pump.